Event description:
It was reported that when attempting to use the controller none of the buttons would respond and wires are frayed and exposed.

Manufacturer narrative:
On (B)(6) 2026 18:33:02 cst (B)(6) email sent to customer contact to obtain further information related to the customer reported issue. Will await response. On (B)(6) 2026 14:28:24 cst (B)(6). Email sent to customer contact to obtain further information related to the customer reported issue. Will await response. On (B)(6) 2026 09:25:48 cst (B)(6). It was reported that when attempting to use the controller none of the buttons would respond and wires are frayed and exposed. There were no reports of death, serious injury, medical intervention, or follow up care. Based on the information reviewed, the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could be likely to cause or contribute to a death or serious injury. An MDR submission was required and has been completed and documented.